Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). UDI#: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work on the high mode. Therefore, the surgeon used an alternative same product to complete the surgery. There was a delay of 0-15 minutes to retrieve an alternate device. Pictures showed that the batteries had corrosion and leakage in them. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) for 00515048201 lot number z000009909, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) that during the surgery, this product didn't work on the high mode. On (B)(6) 2018, a returned product investigation was performed on the (B)(4). The physical evaluation revealed that the device was not working on high mode and noted that the device had a defective battery. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the device was not operating in high mode, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.